Event description:
It was reported the customer was hospitalized for non-diabetic reasons. The customer also reported that his infusion set was sticking to the serter. The customer's blood glucose was 409 mg/dl. The customer has treated their blood glucose with the insulin pump. The customer also reported that his serter was not releasing properly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.